Event description:
On (B)(6) 2012, two ziv6-35-125-6.0-120-ptx and one ziv6-35-125-7.0-60-ptx were placed in the left lower sfa. Moderate calcification was observed. On (B)(6) 2012, ziv6-35-125-6.0-120-ptx, ziv6-35-125-6.0-120-ptx and ziv6-35-125-6.0-40-ptx were placed in the right upper sfa. On (B)(6) 2013, in-stent restenosis on both sides were confirmed. The pt was suffering increasing intermittent lameness. On (B)(6) 2013, pta was performed. It was confirmed that restenosis occurred in all stents. The pt had favourable outcome.

Manufacturer narrative:
There were no zilver ptx devices of lot number c772688 in stock at the time of the complaint investigation. A document based investigation was carried out as the devices were not available for eval. The stents were implanted in the pt therefore are not available for eval. As the device has not been returned; therefore the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined. From the images provided restenosis could not be confirmed. Comment provided from the sales rep was as follows: "the left stents were placed close to the knee joint. I assume that the pt was having high-level activities of daily living." Prior to distribution all zilver ptx devices are subjected to visual inspection and functional checks to ensure device integrity. A review of the mfg records for zilver ptx and zilver ptx drug eluting stents revealed no discrepancies that could have contributed to this complaint. The 2 yr complaint history has been reviewed and the occurrence of this complaint type is low. It may be noted that restenosis is a known potential adverse effect as per instruction for use. The risk for "restenosis" has been determined to be low. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.